Event description:
It was reported to philips that the system's host computer needed to be replaced. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed host computer replacement. As a part of troubleshooting action, fse identified ippc pc not working properly. The result of ip pc failure analysis could not determine by the supplier part analysis. To resolve the issue fse was replaced the ippc pc after replacing the ippc pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.